Event description:
On 5/6/93, 59 year old female had mediport inserted in left arm for adjuvant chemotherapy administration. Patient developed swelling in left arm and two days later, on 6/1/93, mediport was surgically removed. Mediport was sent to manufacturer for evaluation on 6/18/93. Report from manufacturer has not been received as of this date.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.